Event description:
Per the patient's parents in 2008, the patient had "skin issues" causing the device to extrude. The patient underwent revision surgery (date not reported) to clean the implant site. At about seven months later, the device reportedly was extruding again. The patient's device was explanted at about a month later. The patient is undergoing allergy testing. Reimplantation will depend on the results of those tests.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.